Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no evidence of short battery life observed in the black box history. There was a replace battery alarm on (B)(6) 2014 as a result of a discharged replace battery use. Current electrical draws were within specification and no errors, alarms, or warnings occurred during the investigation. The original complaint could not be duplicated. There was no internal damage found when the pump¿s cover was removed. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, the returned battery cap¿s threads were stripped and the cap was unable to secure to the pump, so a test cap was used. The battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.